Event description:
During surgical procedure end of instrument broke off; recovered by surgeon. Delay in care while verifying (x-ray and fluoroscopy) no object remained in the patient and waiting for replacement instrument. During cervical fusion the 1mm kerrison rongure's tip broke off in the patient. The surgeon retrieved the piece. Required intervention to ensure no pieces left in surgical site.